Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system startup failed was displayed and xv did not start. As part of the troubleshooting process, fse checked the system and found that there was startup error which occurred twice in a row at startup. To resolve the issue, fse had performed the operational repairs. After the 2nd shutdown/restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to start up. The device was in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.